Event description:
Hair found in package. Additional information from the sales rep was that the hair was loose in the package and was not opened.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
Hair found in package. Additional information from the sales rep was that the hair was loose in the package and was not opened.

Manufacturer narrative:
The complaint device was received and inspected. The received device was inside its sterile packaging and there was a small strand of hair found in the outer plastic packaging, confirming this complaint. A batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. It is possible that this failure occurred during packaging. We believe this to be anomaly and a one off incident. Based on the overall complaint rates for this type of failure across all product families, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Hair found in package. Additional information from the sales rep was that the hair was loose in the package and was not opened.